Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a followup report will be reported.

Event description:
As reported by the affiliate, after being implanted over 4 months, a certas plus valve was under draining and was revised. The setting on the valve was changed to 1 or 2 but the ventricular enlargement became worse. The patient is currently under observation. There were no adverse consequences to the patient.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation. The valve was visually inspected; needle holes in needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheter was irrigated no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records was not possible, as not lot number was provided. Based on the information provided, the reported issue was not able to be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.